Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "bilateral ruptures identified via imaging".

Event description:
Patient reported left side rupture identified via imaging and "hard" against silicone device. The device remains implanted.